Event description:
The ge oec 9600 fluoroscopy system failed to boot-up for a training session.

Manufacturer narrative:
A ge oec service representative investigated the issue and found that system had a checksum error, indicating the sram was defective. The sram was removed and replaced to restore function. The system was tested and found to be functioning as intended. The system was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction. Facility is an animal research institute.